Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2018. The most recent information was received on 14-may-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure (batch no. D46951) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal following the ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the patient was convinced that essure implants are responsible for the pain. Patient¿s current conditions: fallopian tubes integrity, no visible perforation. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-may-2018 for the following meddra preferred term: pelvic pain¿ analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-may-2018: addition of essure lot number. The reporter was not able to return the implants that were removed following ablation on (B)(6) 2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure (batch no. D46951) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal following the ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the patient was convinced that essure implants are responsible for the pain. Patient¿s current conditions: fallopian tubes integrity, no visible perforation. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain¿ analysis in the global safety database revealed 11708 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.